Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient had experienced tenderness, pain at insertion site with redness and swelling for which patient went to urgent care next day and was prescribed bactrim to take for two weeks.